Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The endoscopic image failed. Due to a faulty charge-coupled device, the zoom and focus were not working during depression of the switches. Additionally, switches two (2) and three (3) were not working and there was a crack mark on the stop cork. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented a b30 error message. Additionally, the focus and zoom functions were not working. No patient harm reported.

Event description:
Additional information was received from the reporter. The diagnostic procedure was completed with another device. There was a surgical delay with no clinical impact. The device was inspected prior to use and was working.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b5, e1, e2, e3, g2, and h6. Corrected data/g4: the correct date for g4 for the initial report 8010047 - 2022 - 01780 is december 25, 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a crack was detected from some type of impact which caused the event. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not hit or drop this product. Water leakage may damage the electric circuit inside the product." Olympus will continue to monitor field performance for this device.